Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on "(B)(6) 2016. According to the complainant, during the procedure and inside the patient, the dart came off on the ligament and was not retrieved. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the dart came off on the ligament and was not retrieved. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual analysis of the returned device showed no defects. Functional analysis showed that the carrier was actuated three times and it extended and retracted without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. The most probable root cause classification is not confirmed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the dart came off on the ligament and was not retrieved. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.